Event description:
Distributor requested repair of a portable ventilator/resuscitator due to mechanical damage after falling on the floor. Following impact damage the unit was tested and found to be blowing continuously regardless of changing settings. No patient involvement was associated with this incident.

Manufacturer narrative:
One ventilator was returned for evaluation. Visual inspection of the device found damage to the mode selector, omni-directional lever and patient valve. During functional device, further damage was identified to the vr1 manifold, when patient valve was removed. Not all tests could be completed due a constant flow of gas and also a lock off leak of 4.5 psi/minute was observed. Additionally, the nrv and filter assembly was leaking, and upon removal from the lower case the oscillator assembly was found damaged. Both of these faults would have caused the continuous flow and leak identified during functional testing. Further damage was noted to the bottom case, mode selector and pin-dial cam as well. The damage observed corresponds with an impact much greater than the specified requirements for mechanical shock and impact which the vr1 is manufactured to, which is specified within the user manual. The reported customer complaint has been confirmed. The cause of the reported issue was determined to be user interface.